Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('menorrhagia') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included mammogram on (B)(6) 2005, upper respiratory infection, postnasal drip, productive cough, facial pain, sinusitis (acute), cyst, edema, benign neoplasm of skin, headache, anxiety, depression, osteopenia, irregular menstrual cycle, migraine headache, hypermenorrhea, bleeding breakthrough, fatigue, rib pain, breast pain, cholecystectomy, dysfunctional uterine bleeding and abdominal pain. Concurrent conditions included abdominal cramp, nausea (twice a day), constipation chronic, laxative abuse and hematoma. Concomitant products included bupropion hydrochloride (wellbutrin) for anxiety and headache as well as clonazepam (klonopin), drospirenone + ethinylestradiol (yaz), ethinylestradiol;norethisterone acetate (loestrin), ketorolac tromethamine, lorazepam (ativan), promethazine hydrochloride (promethazine hcl), rizatriptan benzoate (maxalt), tramadol hydrochloride (tramadol hcl) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): salpingogram - on (B)(6) 2013: bilateral tubal closure devices. Ultrasound pelvis - on an unknown date: the right ovary was sonographically normal measuring 21 x 13 x 23mm. The left ovary was visualized measuring 31 x 13 x 17mm. Because of the patient's history of left lower quadrant pain, a doppler study of the left ovary is performed and reveals normal resistive indices. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.